Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm as well as screen went frozen then blank screen. The customer¿s blood glucose level was 8.9 mmol/l. Customer stated that display was not blank less than 30 seconds and did not return. Customer stated that battery compartment and spring was neither damaged nor corroded. Customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that the display was returned after insulin pump restart. Troubleshooting was performed for blank display. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test. Power connector plug in and locked in place properly. No frozen screen anomaly or pump error 23 alarm noted during testing however, device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.